Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. An application support manager (asm) spoke with customer and reviewed image provided which appeared to look like the posterior capsule detection wasn't accurate and that for future reference they can manually adjust the posterior capsule or use the posterior capsule 2.5mm option, if needed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a posterior issue on the left eye in the operating room after catalys use. No further patient information was provided.